Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while responding to an unresponsive (B)(6) male patient in cardiac arrest, while CPR was being performed the electrode pads were moving around on the chest slightly. After the rescue protocol had been performed and the electrode pads were removed, a hard plastic piece was found protruding from the electrode puck, which had imbedded in the patient's chest. The clinician indicated that the plastic piece left a 1/2 inch diameter whole in the chest wall of the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The electrode pads as well as pictures of the patient's chest have been returned to zoll medical corporation for evaluation. The electrodes were visually evaluated and observed hair, scaly skin and blood adhered to the electrodes. The CPR puck was found to be damaged (foam) but fully intact structurally. Evaluation of the CPR puck observed gouges and scratch marks from an external force. The CPR puck was inspected and found to have no components or pieces of plastic protruding from the foam that could have affected the patient's skin. The pictures provided by the customer show that the patient has had prior cardiac surgery. There was no evidence in our investigation to suggest that the electrode pads were responsible for the wounds that this patient suffered. Evidence supports this report was unsubstantiated.